Event description:
It was reported that a catheter break had occurred. The catheter was revised. No patient symptoms or outcome were reported. The pump contained gabapentin.

Manufacturer narrative:
Results: used for the catheter.